Manufacturer narrative:
Product analysis:presence of blood in and on the ibt. Functional analysis is not more possible due to a hole on the balloon. Visual analysis confirmed the hole. This is a longitudinal hole on the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture is attributed to contact of the balloon with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent 2 level kyphoplasty. Intra-op, the balloon was inflated and it ruptured. A new balloon was used for the next level. The patient had not allergy to contrast media. There were no patient complications reported as a result of this event.